Event description:
The customer reported observing a cap piercer overflow when washing blade on the unicel dxc 600i synchron access clinical system. The customer indicated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to the customer's site. The fse cleared the cap piercer wash drain line #118 by flushing the line. The fse then removed and cleaned the 3-way solenoid waste valve, and replaced the wick and the autogloss tubing to resolve the leak. Repair was verified per established procedures and results met published specifications. Results: failure mode of the leak is unknown but can be attributed to the multiple hardware components associated with the cap piercer blade wash which were replaced and cleaned. (B)(4).